Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a perforation in the left main coronary artery. The 3.5x26 mm graftmaster covered stent was attempted to be advanced to treat the perforation but failed to cross the lesion due to the anatomy. The graftmaster covered stent was readvanced with a non-abbott guide support catheter but could not be advanced through the guide support catheter so the graftmaster was removed from the anatomy. A non-abbott balloon was used and the patient became hypotensive. An echocardiogram showed no evidence of pericardial effusion or cardiac tamponade. Additional dilatation was performed and a non-abbott covered stent was used to seal the perforation. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure as a result of the failure to cross. The patient recovered well. No additional information was provided.